Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a dose of sodium phosphate ivpb was ordered to be infused over 4 hours. Approximately 1 hour after the infusion was initiated, the pump alarmed for empty syringe. Upon review of pump history and testing of the pump, it was discovered that the selected syringe size was not correct. The dose was prepared for a 3 ml syringe, but the nurse used a 1 ml syringe on the pump. Despite the pump settings appearing correct, the dose was administered much faster. After the pump was removed from the patient, they duplicated the fast infusion time despite what the pump was reading on the monitor. Additional monitoring was required post infusion (calcium level, blood pressure). A bd-manufactured 3cc IV syringe was used to infuse sodium phosphate (concentration 0.12 mmol/ml at a rate of 0.33 ml/hr, dose: 0.16 mmol) to correct low serum phosphate levels. In the relevant test the initial serum phosphate level was 2.1 mg/dl. After the infusion, the serum phosphate level increased to 3.5 mg/dl five hours post-infusion. Additionally, the serum calcium level was measured to be 8.9 mg/dl five hours post-infusion, and the ionized calcium level was 1.23 one hour after the infusion. Along with other treatments including 0.2% sodium acetate + heparin 0.5 units/ml via uac line, ampicillin 40 mg IV every 12 hours, gentamicin 2.4 mg IV every 36 hours, caffeine 4.1 mg IV every 24 hours, and tpn + lipids via uvc line. The patient was a 28 3/7 week gestational age infant with clinical deterioration later that afternoon and expired in the evening at 19:22 due to massive pulmonary hemorrhage which was thought to be unrelated to sodium phosphate replacement. It was concluded by the attending physician that the accelerated infusion of sodium phosphate did not contribute to the infant¿s demise. Medical assessment determined the cumulative evidence did not conclusively implicate or exclude the infusion pump as the cause of the patient event.